Event description:
I have a depuy pinnacle hip replacement and I have severe pain when sitting, or standing. It feels like my hip bone is coming through my buttock. The front of my leg feels like the bone is bowing and causes severe pain when weight is beared on it. I walk with a limp. The hip hurts worse than it did before I had the surgery. I needed the surgery because I had a bad hip and I could not walk very far. I wanted to get this done so that I could walk and lose weight. Now I cannot even walk very far. My mobility is limited.